Event description:
Post investigation results indicate an additional failure of "scale marking missing".

Manufacturer narrative:
(B)(4) follow up report for device evaluation and correction. Post investigation findings revealed the additional failure of "scale markings missing". Three photos were provided to our quality team for investigation. All three photos show one loose syringe displaying damage to the barrel collar and all the scale markings missing. The condition observed is non-conforming per product specification. Potential root cause for the barrel collar damaged and scale markings missing defects is associated with the marking process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 2138366. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that the bd luer-lok luer was cracked / damaged / deformed. The following information was provided by the initial reporter translated from chinese to english: screw thread breakage.